Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has experienced low blood glucose of 46 mg/dl. Troubleshooting was done for low blood glucose and to monitor pump. No further information was given.